Manufacturer narrative:
The device will not be returned to olympus for evaluation. The cause of the reported event could not be determined; however, this type of damage is most likely related to the operator¿s technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the electrode. ¿visually inspect the instrument. Warped electrodes, defective insulation and broken, cracked, or irregular cutting loops represent a danger for both the patient and the surgeon and must not be used. Never try to bend irregular cutting loops into shape. When attaching the electrode, make sure not to push it too forcefully into the working element. When checking the locking of the electrode, make sure not to pull too forcefully. If the instrument is damaged or does not function properly, replace it.¿

Event description:
Olympus received a med watch report on july 18, 2016 stating that during a transurethral resection of bladder tumor (turbt) procedure, the loop broke off inside the patient's bladder when the surgeon was resecting a tumor. The surgeon continued the procedure using a different loop. After the procedure was completed, the loop was not seen in the bladder using a cystoscope (model number unknown). In addition, x-ray was performed to see if the loop was still in the bladder and was not visualized. There was no patient injury.